Event description:
The ge oec 9800 fluoroscopy system reported to have had an uncommanded reboot during system set up.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-seated all pcbs and connectors to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.